Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that the cannula of an ojr410 optiflow junior 2 nasal cannula was found damaged before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: serial number # not included as it is not applicable. Method: the complaint ojr410 optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the complaint device revealed that the nasal prongs were found to be intact and not bent. Conclusion: the cause of the reported event was likely due to removing the ojr410 optiflow junior 2 nasal cannula from the packaging and repacked it again incorrectly. All optiflow junior cannula are inspected during manufacturing for any defects and missing component and any cannula that fails is discarded. The subject ojr410 optiflow junior 2 nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the ojr410 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Manufacturer narrative:
(B)(4). Section d4: serial number # not included as it is not applicable. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that the cannula of an ojr410 optiflow junior 2 nasal cannula was found damaged before use. There was no patient involvement.